Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a non-device related fall and broke 3 bones, and was in the hospital and got x-rays because of this. Since the patient got home from the hospital, about a week ago, they had a bladder infection. It was noted that the patient needed help adjusting their therapy/increasing the intensity but declined assistance at the time of the report. No further complications were reported/anticipated.